Event description:
It was reported that during a da vinci sleeve gastrectomy procedure, the endowrist one vessel sealer instrument was taking longer than normal to seal. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient. On (B)(4) 2014, intuitive surgical, inc. (Isi) representative provided following additional information: the vessel sealer instrument did work during procedure, surgeon hears the two audible high pitch tones, however; it took longer than normal to seal, about 14-16 seconds. There was tissue effect, however; it was less than normal. There were no error messages from the system or the generator. The surgeon used the cut function after sealing and there was no bleeding. There was no patient injury.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the vessel sealer instrument taking longer than normal to seal could likely cause or contribute to an adverse event, if the malfunction were to recur.